Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components involved in the event: product family: dbs lead model: 6173 UDI: (B)(4), serial: (B)(4), batch: 6800952.

Event description:
It was reported that patient experienced ineffective stim. Reprogramming was not able to resolve the issue. As a result, the system was explanted. The investigation did not determine which lead contributed to the inadequate pain relief